Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis. Band repositioned remains implanted.

Event description:
It was reported that post implant of a realize gastric band, the patient presented with symptoms of band slippage. The surgeon reoperated and found the band had slipped medially. He repositioned and resutured. There were not reported patient complications.